Event description:
Consumer reported the vibration was so strong hat it chipped her front tooth. She is having a hard time drinking hot and cold beverages.

Manufacturer narrative:
Consumer has not returned product to date, therefore, it could not be evaluated, and no conclusion could be drawn.